Event description:
On 4/9/96, cataract extractor failed to generate adequate vaccuum during a cataract procedure. The unit exhibited problems with vacuum, suction and could not be relied on upon to work consistently. On 4/10/96, this cataract extractor unit was taken out of service. On 4/12/96, co field service engineer performed a scheduled preventive maintenance service the unit and returned the unit to service. On 4/30/96, in service training was conducted by the MFR. As a result, the group forum potential problems were discussed. The issue of replacing the handpiece was at hand and thus a questionable link as to the loss, cause still unknown? On 5/2/96, the old handpiece was turned-in and two new handpieces were purchased and received. On 5/30/96, a setup preparation list was posted on or near the cataract extractor unit.